Event description:
Fixodent did not notify users of high zinc levels in denture cream and powder. As a result, I suffer from zinc poisoning. My body aches. Unexplained joint pain, tingling in arms, hands and feet. Foot sores, short term memory loss, nerve damage, chronic anxiety, clouded thinking. Weight gain and pain in knees. Neuropathy. The fixodent company - did not notify users that high zinc levels in their denture adhesives could cause zinc poisoning. Dose: 2.7 oz. Frequency: twice a month. Route: oral. Dates of use: 2009. Diagnosis: dentures. Event abated after use stopped: no.